Event description:
It was reported the pt lost stimulation from his scs system. The pt stated he has been without stimulation therapy for sometime and is unable to communicate with his scs ipg using external devices. An sjm representative met with the pt and confirmed the pt's ipg is inoperable and does not communicate with external devices. Follow-up identified the pt's scs ipg was replaced with a new one on (B)(6) 2014. The pt reported his scs system is now functioning as intended.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.